Event description:
Customer reported that after the exam termination and while the patient was on a trolley within the exam room, the gantry moved without any command and the detector backside collided with the head of the patient. Patient underwent a CT scan, and there was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.